Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 70964 were returned and analyzed. The data files showed at least 16 applications were performed with the balloon catheter on the date of the event. System notice 50005 ¿fluid detection in catheter¿ was confirmed on the date of the event. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. The dissection/ pressure test showed a guide wire lumen kink and breach inside the balloons at 1.38 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was not able to be repositioned. Additionally, the mapping catheter was stuck in the lumen of the balloon catheter. Furthermore, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Both balloon and mapping catheters were replaced. Upon retraction of the mapping catheter, massive force had be used to get the mapping catheter out of the balloon catheter. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.